Manufacturer narrative:
Combination product: yes .

Event description:
Oversensing on the ventricular channel was reported. The lead was explanted and discarded by the hospital.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 27th of august 2024 and 28th of october 2024 recorded an initial pacing impedance of 550 ohms with intermittent drops to <200 ohm since september until the end of the recordings. Furthermore, a stable shock impedance of 75 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.